Event description:
It was reported that during reprocessing the da vinci si surgical fenestrated bipolar forceps instrument was noted to have a broken cable. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp remained in the clevis. The clevis did not exhibit excessive damage. Engineering also found the one grip was bent, causing side-to-side misalignment of the grips. There was a .04 offset at the tips. The bent grip had a separation of the yaw pulley and the pulley cover at the glue joint, indicating overloading at the tip. Engineering concluded that damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.